Event description:
Customer reportedly tested 167 mg/dl, but felt hypoglycemic symptoms. Caller states that she tested 232 mg/dl an hour later and 200 mg/dl an add'l hour later. Customer began to exhibit symptoms of low blood glucose at this time and was given sugar and glucagon. Customer reportedly felt better after this treatment. No quality controls were used. Requested return of suspect device and replacement was sent.